Manufacturer narrative:
On (B)(6) 019, since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. On (B)(6) 2019, a manufacturing record evaluation was performed for the finished device 6484179 number, and no non-conformance related to the reported complaint condition were identified. Reason for device explant and/or reoperation: neoplasm malignant. This report contains supplemental information for mentor psr reference number ip-00529649. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast reconstruction primary with mentor memorygel breast implant 450cc on (B)(6) 2012 was diagnosed with follicular non-hodgkin lymphoma of the brain dura, stage IV in 2012. The patient had presented with a lump on her head. The patient reported that she had to have a craniotomy, 4 rounds of chemo and maintenance chemo for two years. The patient reported that she had to have pet scans and now the lymphoma is in the abdomen, groin, and bone marrow. The patient stated in her heart she believes the lymphoma is related to her implants. The patient also stated that she now has right side hardness and pain and that she has an appointment on (B)(6) 2019. This report is for the left breast implant. This report contains supplemental information for mentor psr reference number ip-00529649.

Manufacturer narrative:
On 10/8/2019, it was discovered that the awareness date was reported incorrectly in 3500a initial report. The actual awareness date was 4/3/2019. The due date for the report was 5/3/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was erroneously omitted that the reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).